Manufacturer narrative:
Additional information has been requested. Implant currently remains in the pt. Investigation is on-going. No conclusion can be drawn.

Event description:
Device report indicates a pt underwent a procedure and was implanted with 4 pangea pedicle screws and 4 locking caps at l5-s1. Seven months post implant pt experienced pain in the lumbar region of the spine - burning and 'pinching' - extending from the spine and spreading into the right leg and sometimes the left leg. This caused the pt to experience weakness in the lower limbs. Radiographic tomography showed fractures with minimal misalignment of the s1 screws. Four months later pt experienced unbearable pain and a CT scan confirmed the broken s1 screws. Screws remain in the pt. Revision surgery has not yet been performed. This report is #2 of 2 for the same event.